Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 6000 c 501 analyzer. The initial sodium result was 156 mmol/l and the repeat result was 136 mmol/l. The initial potassium result was 4.25 mmol/l and the repeat result was 3.50 mmol/l. The initial chloride result was 84.5 mmol/l and the repeat result was 99.5 mmol/l. The initial results were questioned by the nurse. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The sodium, potassium, and chloride electrode lot numbers and expiration dates were not provided. The customer noticed a mildew-like substance on the kcl filter which she cleaned. The customer suspected contamination. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found the sample probe was hitting the rinse station. He replaced the sample probe and performed alignments. He corrected the sipper tubing on the nozzle and the ise rinse level. He ran ise checks, calibration, qc, and precision which passed. The investigation determined the service actions resolved the issue.